Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level was 48 mg/dl. Suspected cause of low bg was due to the customer's settings requiring adjustments. Customer required assistance from family members to get water and food, customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.